Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an inoperable rechargeable ipg. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information was received that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices.

Manufacturer narrative:
H6 correction: medical device problem code should be 2017 - improper or incorrect procedure or method rather than 3283 - wireless communication problem. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.